Event description:
Syringe with auto-retract needle malfunctioned during im administration for pt. Medication leaked from syringe, leaving staff unsure of how much of the medication pt actually received.